Manufacturer narrative:
(B)(4). Title: preoperative quality of life questionnaires are an adequate tool to select women with genital prolapse for laparoscopic sacrocolpopexy. Source: int urogynecol j, 28, 2017: (1833¿1839). Date of publication: 19 july 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patients were implanted with mesh which was secured with tacker in a laparoscopic sacrocolpopexy. Post-operatively 3 women experienced persistent posterior and anterior prolapse. One of the women was asymptomatic. No further interventions were reported. The reason for the persistent prolapse following mesh repair "were" not reported.